Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the leads were attempted to be implanted and that after several positioning attempts the helix would no longer function properly on either lead (extension/retraction). Neither lead was implanted and there were no patient complications that resulted from this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned to the manufacturer and analyzed. No anomalies were found, but blood noted on helix. (B)(4): the full lead was returned to the manufacturer and analyzed. Analysis indicated that the helix disengaged from the helical channel and the helix will not extend due to being over-retracted. Tip seal observation along with blood noted on distal conductor and helix.